Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that this pt was being treated for cellulitis and required long term antibiotics. The pt was admitted to the theatre for insertion of a PICC line. After insertion in the pt's right basilic vein of the upper arm, difficulty was met when trying to remove the swg from the introducer sheath. The swg began to unravel as the doctor pulled on it to remove it from the pt, and when it was totally removed, the tip of the swg was found missing. As a result, the pt required a surgical procedure where the tip of the swg was removed from the cutaneous tissue at the insertion site, and a subclavian line was placed. A delay was reported, however, there was no additional harm, death or complications to the pt due to this delay or as a result of this occurrence.